Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the battery performance alert (bpa) advisory, a bpa was received by the clinician due to premature battery depletion. The device was explanted and replaced. Patient was stable before, during and post procedure.